Event description:
Patient had right med-el cochlear implant surgery in 2006. Patient presented to hosp in 2007 with acute onset of vertigo, nausea and right ear pain. The family reported minimal post op problems except for "fluid" behind the inplant. She was treated with antihistamines and steroids. She had declining mental status on presentation to the hosp. Lp revealed 10,000 wbc, glucose 0, protein >1000. Cfs and blood cultures both positive for strep agalactiae -group b strep-. Patient was intubated and placed on vasopressors and xigris was infused. Initial antibiotics were ceftriaxone and vancomycin. She is clinically improving as of this report but critically ill. Patient was diagnosed with bacterial meningitis post cochlea implant by dr, infectious diseases. Dates of use: 2006 - 2007. Diagnosis or reason for use: hearing loss.